Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.

Event description:
It was reported that the interconnect cable on the 8800 system was inserted improperly bending the pins in the lemo connector and causing intermittent image problems. There was no report of pt injury.